Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that when the patient went to the hospital they were bleeding internally in the esophagus. They were now in the nursing home for rehab, for the next 2 or 3 weeks. They saw their healthcare provide about 3 or 4 weeks ago, before the holidays. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was urinating a lot. No further complications were noted or anticipated. On (B)(6) 2017: additional information was received and it was reported that patient did collapsed and was hospitalized. No further complications were noted or anticipated.